Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Mfg date: device manufacturer date is unknown as serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s right operative eye. A brief description from the surgery center is that the phaco handpiece had stopped working and the scrub technician had to enable prime and tune cycle and enable the tune cycle once more time to get the phaco handpiece to restart. Also, the surgery center¿s staff could not recall if the handpiece was replaced during the case and unfortunately, they have had issues with the phaco handpieces. The surgery center did not tag the serial number of the handpiece and have started a spreadsheet to track the handpiece issues and serial numbers. The surgeon believes the phaco handpiece contributed to the corneal burn. As a result of the corneal burn, the wound required sutures. The patient has returned twice for post op exams. On the first post op exam, the surgeon repaired the wound leak and on the 2nd post op exam, another repair was performed on the corneal burn requiring tisseel (fibrin sealant).